Manufacturer narrative:
According to the facility on (B)(6) 2024, the enema cap retained in the patient. The patient frequently self-administered enemas at home. The patient was given an enema for self-administration in the emergency department and did not remove the cap. The patient presented to have the retained enema cap removed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2023, the enema cap retained in the patient.